Event description:
A patient reported that they visited their doctor on a regular scheduled appointment. Pt's meter allegedly had no power for a few weeks and the issue was not resolved. Pt was unable to test their blood glucose for a few weeks. The results on the doctor's meter was 175 mg/dl. Pt was not treated at the doctor's office. Pt continued to take their daily set amount of "tylenex" everyday. No further information has been reported.